Event description:
A report was received that a patient underwent a lead revision due to lead migration. The patient's leads were explanted.

Manufacturer narrative:
The explanted devices will not be returned for analysis as they were discarded by the medical facility. Additional suspect medical devices involved: model # sc-2408-74. Serial # (B)(4). Description: avista MRI perc lead kit 74 cm. It is indicated that the explanted devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted devices will not be returned for analysis as they were discarded by the medical facility.

Event description:
A report was received that a patient underwent a lead revision due to lead migration. The patient's leads were explanted.